Event description:
It was reported that dpt did not sense the pressure during use. No additional information was provided. No patient injury was reported.

Manufacturer narrative:
One (B)(6) cdp single dpt kit was returned for analysis with attached IV set and pressure tubing. The dpt zeroed and sensed pressure on a pressure monitor; however, the pressure readings were not stable. Electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within the allowable specifications. A corrosive condition was detected on the solder joints and circuit board of the dpt. An unknown white material and small drops of liquid were visible between the solder joints and the circuit board. The dpt zeroed and sensed pressure accurately after removal of the white material and liquid and the pressure readings also became stable. It appears that the corrosive condition affected the functionality of the dpt. The liquid with white material could have entered the circuit board either across the gel (sensor) pad or through the test port. The evaluation showed that the gel pad was intact and no leakage was detected at the gel pad during leak testing. However, the white material was found on the test port and it appeared that the liquid with white material entered the circuit board through the test port. Although the customer's report was confirmed, there was no evidence of a manufacturing nonconformance. The origin of the white material and liquid inside the dpt circuitry could not be determined with any certainty; however, it appears that some procedural factors or device handling may have contributed to the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.